Event description:
Major pump unit(s) involved: drive unit failurespecific component(s) involved: driveline malfunction; other component malfunction, specify

Event description:
Major pump unit(s) involved: drive unit failureadditional text: mechanic break of the proximal end of driveline connectionspecific component(s) involved: driveline malfunction; other component malfunction, specifyadditional text: mechanic break of the proximal end of driveline connectionother component: mechanic break of the proximal end of driveline connectioncausative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): other interventions, specifyother intervention : antibiotic therapy; transitioned to 1a transplant statusimplant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: drive unit failurespecific component(s) involved: driveline malfunction; other component malfunction, specify